Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine rebooted constantly. The field service engineer checked the remote smart service and that showed no indication of multiple reboots, auto reboot was blocked. The fse tested the battery voltage that was within normal range and disconnected the alternative current power for 2 mins, and the station remained powered on, confirming battery function. The fse secured the battery connections and inspected retractor band cables on drawers 2.1/2.2 and mini engine cables but no issues found. The fse stated that the battery passed diagnostics test and e-drawer cables were also inspected with no faults observed. The issue could not be duplicated during testing. The customer also verified the station successfully. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, device kept rebooting. The customer stated that it rebooted in the middle of a case which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.